Event description:
Boston scientific crm received information that the physician fractured this right atrial lead while attempting to suture it down. As a result, a new lead was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial inspection noted that the insulation was torn. The coils were stretched and kinked 18 cm from the pin, but no fractured coils were found. This lead was confirmed to be electrically continuous. As a result, we are unable to confirm the clinical observations.

Manufacturer narrative:
This lead was not successfully implanted. Pending the return and completion of lab analysis, this section will be updated appropriately. This lead was returned. Pending the completion of lab analysis, this section will be updated appropriately.